Manufacturer narrative:
Device history record (DHR) review was conducted, and the product met quality requirements for product acceptance. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During preparation of a 6/7fr mynx control vascular closure device (vcd), there was a pin sized hole in the balloon. There was no patient injury as the vcd never entered the patient's body and was disposed of after the hole was noticed. Manual pressure had to be used to achieve hemostasis. The vcd storage temperature did not exceed 25 °c. The mynx vcd was handled and prepped according to instruction for use (IFU) instructions. The vcd is available for analysis. No other information was provided.

Manufacturer narrative:
During preparation of a 6/7fr mynx control vascular closure device (vcd), there was a pin sized hole in the balloon. There was no patient injury as the vcd never entered the patient's body and was disposed of after the hole was noticed. Manual pressure had to be used to achieve hemostasis. The vcd storage temperature did not exceed 25 °c. The mynx vcd was handled and prepped according to instruction for use (IFU) instructions. No other information was provided. The product was not returned for analysis. A product history record (phr) review of lot f2207504 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure during prep¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Patient or procedural factors may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the information available suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.